Manufacturer narrative:
It was reported that, the cs300 intra aortic balloon pump (iabp) had gage for helium is bent and needs a new safety disk. A getinge field service engineer (fse) checked helium gauge for being bent, no issues with helium gauge. Found during pm display starts scrolling and gets distorted, removed the lcd display and pcb color video receiver, installed new lcd display and new pcb video receiver board, reinstalled display and checked function, all works as it should. Check out protocol form is completed on pm. Expired safety disk was replaced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) gage for helium is bent. Also needs a new safety disk. There was no patient involvement reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.